Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contains air bubbles. Customer's blood glucose was 190mg/dl at the time of incident. Customer is unable to change out her infusion set. Customer was advised to follow up with their doctor. The product will not be returned.

Manufacturer narrative:
The initial report was created in error.

Manufacturer narrative:
The case (B)(4) was reported in error.